Event description:
A physician reported trouble obtaining flow through the infusion cannula during vitreo-retinal surgery. The staff increased the pressure to obtain flow, during which time the pt experienced a soft eye multiple times. The physician believes there was an obstruction in the cannula. There was no pt harm reported.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).